Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer reported that he replaced the fan and the ventilator is back in service. No rga has been created for the return of the device. If additional information is received it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "fan fault" alarm. The customer reported that there was no patient involvement.